Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode partially migrated postoperatively outside of cochlea. In addition, the recipient experienced facial nerve stimulation with the use of the device. A contribution of the electrode migration seems likely. However, the facial nerve stimulation could be improved by additional fittings. A revision surgery to re-insert the active electrode was carried out, however a proper re-insertion could not be achieved, and the device was replaced. This is a final report.

Event description:
During follow-up on (B)(6)2019, the recipient complained of sound discomfort and facial nerve stimulation ("eye twinkle"). Imaging showed that the electrode array migrated partially out of cochlea. Reinsertion of the electrode was attempted but was not successful, so user was re-implanted with a new device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During follow-up on 15-oct-2019, the recipient complained of sound discomfort and facial nerve stimulation ("eye twinkle"). This sensation is present during single channel stimulation and during normal use but only when the audio processor is on. Re-mapping did not resolve the problem and stimulation levels cannot be set too high because of facial nerve stimulation. CT scan from (B)(6) 2019 showed that channels 9-12 are extra-cochlear. Full insertion was reportedly achieved at implantation surgery.